Event description:
It was reported by the patient that the leads were put in incorrectly, and they experienced chest pain and trouble breathing. Follow-up information from the clinic indicates the right atrial (ra) and right ventricular (rv) leads were transposed during a device changeout. The patient came in due to not feeling well, and it was noted that there was intermittent pacing and the mistake was realized. The pocket was revised and the leads were placed in the correct positions. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 implantable pulse generator (ipg) (B)(6) 2013, 1488t competitor implantable pacing lead. (B)(4).